Event description:
Overinfusion/free flow/ rate accuracy: unit on pt for 13 hrs., rate set at 16cc/hr., actually infused 648 ml./hr., medidal intervention unk at this point. Unit pulled from floor and tested by biomed who confirmed when set at 16cc/hr. Actually infused 106/hr. Pump not being returned, no log available. Unk medication involved and pt outcome not available.